Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. It was unknown whether the issue impacted the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helping with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. They were also instructed to reach out again if the issue happened again, which the caller acknowledged and understood.